Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 0019807. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, his lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was invovled with the patient experiencing extravasation/infiltration during use. No additional information regarding the patient outcome is currently available. The following information was provided by the initial reporter: at the morning shift of (B)(6) 2020. The patient complained of pain and discomfort at the injection site. Check the local, found the indwelling needle skin swelling, no blisters. That is, intravenous indwelling needle was removed and local iodophor cotton ball was disinfected. 50% magnesium sulfate wet hot compress. There are no problems such as blunt needle, difficult puncture, burr of needle, aseptic problem, foreign body, etc skin swelling associated with drug infusion (extravasation and infiltration). There are no systemic allergic reactions and other symptoms.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with the patient experiencing extravasation/infiltration during use. No additional information regarding the patient outcome is currently available. The following information was provided by the initial reporter: at the morning shift of (B)(6) 2020. The patient complained of pain and discomfort at the injection site. Check the local, found the indwelling needle skin swelling, no blisters. That is, intravenous indwelling needle was removed and local iodophor cotton ball was disinfected. 50% magnesium sulfate wet hot compress. There are no problems such as blunt needle, difficult puncture, burr of needle, aseptic problem, foreign body, etc skin swelling associated with drug infusion (extravasation and infiltration). There are no systemic allergic reactions and other symptoms.